Event description:
Nurse ran blood glucose tests on a patient and the result were 321,374 and "hi". A stat lab was ordered and the patients blood glucose was 75mg/dl. No treatment was given. The customer states that controls were in range but no values were given. A request was made for the return of the suspect device and replacement product was sent.